Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: a visual and functional inspection was performed and the deflation issue was unable to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the internal iliac artery that did not have any tortuosity or calcification. A 7.0 x 40 mm armada 35 balloon catheter was used and did not meet any resistance during advancement. The balloon was inflated once at 7 atmospheres; however, the balloon would not deflate. A second failed attempt was made to deflate the balloon with a syringe. Therefore, an unspecified introducer sheath that was being used during the procedure was advanced over the balloon diameter to burst it. Then, the armada 35 balloon catheter was removed from the anatomy, and an unspecified stent was implanted in the lesion to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.